Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned. Cardiac arrest, pericardial effusion: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Pump suction: patient had suction alarms. No logs are available for review. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device history lot: device lot: 1811679. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp and impella rp devices for mechanical circulatory support for a percutaneous coronary intervention (pci). During the pci it was reported that the impella rp was not positioned optimally. The physician attempted to advance the rp, but the pigtail on the impella rp did not move forward. After the pci was completed, and prior to being released to the cardiac care unit (ccu), pericardial effusion was discovered with an echocardiogram. A drain was placed for the pericardial fluid. It was then noted that suction alarms occurred on both devices and position was reviewed and no impella position adjustments were needed. The source of the bleed could not be determined with echocardiogram or angiogram. The patient deteriorated and went into pulseless electrical activity. The patient expired upon arrival to the ccu. The physician who was the head of the medical team stated he did not believe the cause of the pericardial effusion to be related to the impella rp.

Manufacturer narrative:
Given the limited information surrounding the details the patient's condition and cause of death the impella rp cannot be excluded as a possible contributing factor. A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.